Manufacturer narrative:
Investigation is ongoing.

Event description:
During post dilatation of the 23mm sapien 3 valve, when trying to cross the thv valve, the nose cone became stuck on the valve frame. Eventually, the delivery system was pulled back, and was able to cross the sapien 3 valve. Post dilation was performed, and the delivery system was removed. After removal, a tear was seen on the yellow nose cone. The entire device is intact, as it was not a compete tear. The delivery system that was used for post dilation was the same that was used for deployment. Per the field clinical specialist (fcs), the tear looks like it also pulled on the way out.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected for any abnormalities. The delivery system yellow nose tip was damaged and compression was observed on flex shaft proximal to flex tip. There was also a kink on the flex shaft distal to the handle, most likely due to returned device packaging. No other abnormalities observed. No applicable functional testing relating to the nose tip damage could be performed as the device was returned after being handled in the field (damage to nose tip) and thus does not represent the condition of the device as it was sent to the customer or the condition of the device during manufacturing. No dimensional analysis was performed due to the condition of the returned device with the distal nose tip damaged. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that could have contributed to the complaint event. A lot history review for the related work order was performed and did not reveal any other similar complaint related to distal tip, nose tip ¿ damaged. Review of complaint history from august 2015 to july 2016 for all models of the edwards commander delivery system did not reveal any other returned complaints for distal tip, nose tip ¿ damaged. A review of complaint history reveals that the occurrence rate for distal tip, nose tip ¿ damaged (trend category: damaged) did not exceed the july 2016 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the nose tip underwent multiple 100% inspections. The nose tip is visually inspected 100% for defects prior to bonding to guidewire shaft. The nose tip and inflation balloon are inspected 100% prior to laser bonding, and a 200% final inspection is performed by manufacturing and quality. Additionally, the delivery system manufacturing lot underwent product verification (pv) testing on a sampling plan. During this procedure, the device samples are visually inspected for physical defects (such as kinks, cracks, missing or loose components, etc.) With minimum x2.85 magnification. Inspections during the manufacturing process and during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for distal tip, nose tip ¿ damaged was confirmed through visual inspection of the returned device during the engineering evaluation. At this time a definite root cause is unable to be determined, however procedural factors may have contributed to the complaint. Per the complaint description, the damage was not apparent until after the delivery system was removed following post dilation. Furthermore, there was resistance reported crossing the thv valve for post dilation. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra is not required. The complaint was confirmed for distal tip, nose tip ¿ damaged, but no manufacturing non-conformities were found in the returned sample. Available information indicates that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the july 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.